Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. After using the hp in the tunnel to seal/cut a branch, hospital found that the jaws would not open. No matter what they tried, the toggle would not open the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood were observed on the jaws. It was also observed that the heater wire is slightly flexed at the center of the hot jaw, but remained attached at the tip and base. There were no other visible defects detected. The device was evaluated for its mechanical function. The device was firmly pressed and pulled 5 times per both directions. The jaws never opened. The jaws were closed when the device was received. The handle was opened in order to investigate the inner components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. An engineer evaluation was conducted. The yoke was not welded to the guide rod properly. It was observed that the set screw collar, and the yoke could be removed from the shaft of the device. The engineer determined the welds failed between the control rod and the stamped yoke. A photo is attached showing the yoke being extended past normal distance. The yoke and set screw collar never detached from one another however. The yoke was not attached to the jaws from within the shaft, which if so, would've allowed the jaws to open and close. Based on the finding in the investigation, the reported failure "mechanical issue" and the analyzed failures "detachment of device or device component" and "material twisted/bent; wire" are confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. After using the hp in the tunnel to seal/cut a branch, hospital found that the jaws would not open. No matter what they tried, the toggle would not open the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.